Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced blood glucose fluctuations while using the ilet system, during which no meal announcements were entered and the patient engaged in overtreatment of low glucose values due to a preference to avoid readings below 100 mg/dl. The reported symptoms included variable glucose readings consistent with hyperglycemia and potential hypoglycemia. Troubleshooting and education were provided, and no device alarms were reported. The outcomes included no hospitalization and continuation of therapy with adjusted glucose targets, with a plan to reassess after several days. The investigation included a technical review through customer support, analysis of reported usage patterns, and education on appropriate treatment of lows and proper meal announcement practices. Review of the case revealed that user-related factors, including missed meal announcements and overtreatment of perceived hypoglycemia, contributed to the reported fluctuations, with no evidence of device malfunction. Based on previously established findings for similar reports, it was concluded that the cause was user error and use not in accordance with labeling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.